Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during a pyloric dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the cre balloon was unable to pass through the working channel of the scope. It was reported that the catheter was kinked. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the exit marker to be loose and wrinkled on the catheter, therefore this is now an MDR reportable event.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4) exit marker loose and wrinkled. A visual examination of the complaint device revealed the balloon to be relaxed and deflated. The catheter shaft had three kinks. The exit marker was found to be loose and wrinkled on the catheter. The catheter could not be inserted into the scope due to balloon being relaxed. The reported defect of catheter kinked was confirmed; however catheter difficulty advancing could not be confirmed due to the condition of the complaint device. The exit marker being loose and wrinkled is contrary to what was originally reported. This issue of the exit marker loose and catheter kinked/bent is consistent with forcible catheter insertion into the scope. It was confirmed that a vacuum was not applied to the balloon before protective sleeve removal which is against the dfu. The most probable root cause of user/use error will be assigned to this complaint as the dfu was not followed during the preparation for the procedure which could have contributed to the reported event. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints was completed and there were no other complaints reported.